Event description:
The customer reported the unit has a display failure. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit has a display failure. There was no report of pt involvement. A philips field service engineer evaluated the device and verified the failure. The issue was diagnosed as a control pca failure. Replacing the control pca resolved the issue.